Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated the catheter was stuck on one of the stents. The physician cut off the connector so that the guideliner could be placed over the catheter shaft to allow removal using the guileliner. The connector was discarded at the hospital. The catheter was removed from the body using the guideliner. After the catheter was removed, the stent balloon was inflated again. Another stent was placed at the lesion distal and the procedure was completed. The device was inspected prior to use and no damage was observed. All portions of the device appeared to be accounted for upon removal and no protruding parts were observed. The physician followed the instructions for use (IFU) by removing the ivus guide catheter and guideliner catheter as a system. The IFU specifies, "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time." The IFU also advises caution when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire and/or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. The returned device was visually and microscopically examined and damage was observed. The customer stated that resistance was felt during the pullback when the device met the stent. There were scratches and peeling around the proximal fillet of the device and minor kinks were present along the distal shaft. The scratches on the proximal shaft indicate the likely point of the reported resistance. The diameter of the fillet was beneath the product specification maximum and there were no damage or defects that would have affected the handling of the device. There were no protrusions along the scanner body, fillet, or remaining length of the device. There were no damage or defects that would have significantly affected the handling of the device. Therefore, the probable cause of the reported failure could not be determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported an (B)(6) catheter was used for pci. After the stent was placed, some resistance was met in the stent during pullback. The connector was cut off intentionally by the physician to use a 5fr guideliner as a penetration catheter to assist in removing the (B)(4) catheter. The user requested the manufacturer investigate whether the scanner had any damage or protruding parts. Treatment was completed by the procedure with no harm to patient. There were no adverse events. Patient was discharged as expected in stable condition. Attempts to gain additional patient information were unsuccessful. All reasonably known patient information is included in this report.